Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to performed the basic occlusion, occlusion, and excessive no delivery tests due to prime fill anomaly. However, unit passed the displacement test and 10 units' bolus delivery. No motor alarms or button error alarms occurred during testing. Unit returned with missing end cap sticker.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 509mg/dl. It was stated that the customer experienced vomiting, frequent urination, and headache. Troubleshooting was performed. The caller stated that the customer's insulin pump alarmed motor error multiple times. Assisted the caller to perform the displacement test and passed. While the customer was priming manually the device alarmed again. Performed the self test and passed. The caller mentioned that the cannulas have been bent, and the insulin pump alarmed button error. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.